Manufacturer narrative:
(B)(4).

Event description:
Procedure type: bilateral lap. According to the reporter: the endo catch broke in the middle of plastic ring during the procedure. No info regarding any disengaged pieces. There was no unanticipated tissue loss. There was no tissue damage. There was no bleeding reported in excess of 500 cc. The case was not extended by more than 30 minutes.